Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a post-reset ram crc alarm few times after battery change. The customer¿s blood glucose was 9.0 mmol/l. Insulin pump had cosmetic damage. The insulin pump will not be returned for analysis.